Event description:
Patient called in to report that they received therapeutic shock. Patient reported "tightness in chest and before they knew it therapy delivered". Patient was leaving an infusion chemo appointment at the time of the event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.